Event description:
Procedure type: donor nephrectomy. According to the reporter: during procedure, a part in the shaft fell into the cavity and was retrieved. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).